Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was removed due to a split at the end of the lumen. There was no reported patient injury.

Event description:
It was reported that the catheter was removed due to a split at the end of the lumen. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review, including the lot history and DHR review, cannot be performed as no lot number was provided by the complainant. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The complaint is confirmed for a split in the lumen, more specifically, a hub detachment. The photo shows a white luer hub consistent in appearance with hickman-style devices, attached to a stopcock. The luer hub appeared to be broken completely off the catheter tubing such that the internal hub stem was visible. The root cause of the observed event cannot be determined with the available information; it is unknown if procedural issues, such as clamping the catheter too near the hub, tensile damage, or sharp instrument damage, contributed to this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.